Event description:
It was reported that the ventilator was powering on by itself. Reportedly, the issue occurred with ac connected and disconnected. There was no patient involvement. The customer troubleshot with technical support and was advised to check battery manufacture date and replace if over 5 years. The customer was advised to disconnect the battery and reconnect just ac power to see if it still powers on by itself. If it does to replace the pm board and if not to replace the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple attempts were made to retrieve device repair or diagnostic information on 07/05/2022, 07/27/2022 and 08/03/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.